Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted using a starclose se device after an interventional procedure. Reportedly, the device failed to deploy as the thumb advancer was unable to move. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The name of the physician was not provided; however, it was reported that the physician is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device was not returning; however, the device was returned for evaluation. Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported failure to deploy the thumb advancer. The device handle was opened and av observed that the catch on the thumb advancer was not seated properly and a portion of the catch was located on the top edge of the pusher block. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint handling database found no indication of a lot specific product quality issue. Further assessment was performed and identified a potential product quality issue due to the interactions with the incorrectly seated catch. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.